Event description:
Philips received a complaint on the heartstart xl+ indicating that the device does not pass the defibrillation test. The customer worked with the rse. The device does not pass the defibrillation test, there is a red cross. The device has error code: 7.34.10. Which indicates the high voltage capacitor energy is low. The high voltage capacitor needs replacement. The customer was informed that service could no longer be completed on the device since it had reached end-of-life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october 2017. The end of life (eol) was 31dec2022. No further action is required at this time.